Event description:
It was reported that patient temperature output was unstable when the arctic sun device was connected to nihon kohden external monitor during patient use. Per review of wo on 27oct2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28oct2025, the device would be sent to imi. No, the issue has not resolved yet. Patient completion therapy was under investigation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Per follow up information, the device would be sent to imi. No, the issue has not resolved yet. Patient completion therapy was under investigation. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature output was unstable when the arctic sun device was connected to nihon kohden external monitor during patient use. Per review of wo on 27oct2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28oct2025, the device would be sent to imi. No, the issue has not resolved yet. Patient completion therapy was under investigation.